Event description:
It was reported via clinical trial that a subject experienced an event of severe restenosis as evidence by cessation of thrill in the fistula, which required surgical intervention. Stenosis was evidenced during the procedure at the proximal and distal edges of the stent. The event was considered to be target lesion related, not related to study procedure, and possible related to study device.

Manufacturer narrative:
The suspect device is not expected to be returned for evaluation as it remains implanted in the patient. A follow up report will be submitted once the investigation and the product history review are complete.